Event description:
It was reported that the valve was not flushing properly while implanted. The valve was, however, patent during the time of implantation. The doctor reported that the valve did not drain csf and hydrocephalus developed.